Event description:
After dialysis, pt's potassium too high taken. To hospital and 2 hours later level normal. Next dialysis, pt retained too much water. As smaller tubes used in pt's case question pump's adjusting. Manual does not share any special issues and is approved for use in pediatric pts.

Event description:
Add'l info rec'd from MFR 8/9/04: the manufacturer (fresenius) is unable to determine at this time if the reported problem may be attributed to the bloodline or the blood pump since the bloodline is no longer available for investigation. The customer stated that the blood pump module was returned to fresenius in april. Failure analysis will be performed once the module is located.